Manufacturer narrative:
Per the subsidiary manufacturing engineering center (mec), the issue could be duplicated with pump1 channel of network interface card (nic) board. This complaint is related to MDR #1828100-2013-00130.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported a "x" was displayed on the small roller pump icon of the central control monitor (ccm). There were no reported adverse consequences to the pt.